Event description:
It was reported that the user had stopped announcing meals for over two weeks, then announced a meal again and experienced a hypoglycemic event with a blood glucose of 45 mg/dl; user education and troubleshooting were provided, and the team planned to consult about a potential factory reset. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included a review of the event details and user troubleshooting with follow-up planned by a medical professional. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device alerts or alarms occurred and that the event cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.